Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The patient reported the issue began on (B)(6) 2015 at 6 or 7 am. The patient manages her diabetes with insulin (self-adjuster), she test 4 times a day, and takes 8 units of humalog at 6.30am and again at 4pm, and also takes 35 units of lantus at 9pm. The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue and also took water. The patient claims she developed symptoms of "headache, chest pain and neck pain" 2 days after the product issue; however during the follow-up call the patient she claims to have developed symptoms of only "headache". The patient denied receiving medical treatment due to the product issue during the initial call; however during the follow-up call the patient alleged she was treated at the emergency room, due to a blood glucose reading of "400+mg/dl" (unknown if subject meter or hospital meter). The patient was treated with insulin and IV fluids. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did not turn on with the power button and the correct test strips were being used. The cca could not resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.